Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('terrible pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("bleeding"). The patient was treated with surgery (e-free). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : genital haemorrhage and pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. (Product technical complaint) based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('terrible pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("bleeding"). The patient was treated with surgery (e-free). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: genital haemorrhage and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Case becomes an incident. New event added: pain, bleeding, surgery was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.